Event description:
It was reported that the rv lead was explanted due to oversensing and lead impedance of 3000 ohms. Oversensing and high impedance were not reproducible through the device or the analyzer. No patient complications were reported as a result of this event.